Event description:
Report from the USA stating that noise and fan comes on immediately. It is known that the device was not used during surgery. It is unk if there was pt/user injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).